Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up, episodes of far-field r-wave oversensing and inappropriate automatic mode switch were observed on the atrial channel of the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.